Event description:
Preliminary report: following a bronchoscopy to rule out respiratory disease small (less than 1 mm) flecks of black particles were noted in the specimen. Particles were analyzed by cytology and were found to be nonbiologic. Nonmetallic, noncrystalline in nature. Bronchoscope was removed from service and tested by in house respiratory therapy clinicians, who could not find the source of the particles. The bronchoscope has been sent to the MFR for complete analysis. Full report to follow.